Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the second port on the axiem box for the system was functioning intermittently. To resolve the issue, the axiem box was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect axiem box was returned to the manufacturer for evaluation. Testing confirmed the reported issue of intermittent communication. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to register the patient. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.